Event description:
The account alleged the side rail will not latch. No pt impact. Reference MFR report number (B)(4).

Manufacturer narrative:
The account found the side rail latch is broken and missing the latch screw, nut and bushing. The account replaced the side rail latch, bushing, screw and nut to resolve the issue.